Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were giving erroneous results. The following information was provided by the initial reporter: I received the complaint regarding the edta tube 4ml - code 367861 - lot 8249526 val 31/01/2020. The customer reported that the leukocyte result is giving half the value. Duplicate tests were done with the same patient and a tube from another batch. We received from customer some additional information. Customer reported that they were the results of rbc, hemoglobin, hematocrit and platelets, appearing to dilute or hemolysate the sample. The second tube used was from the bd but this problem was not verified. They reported that they used the tube since march but that month they received complaints from some doctors. In addition, customer informed us that the lot was locked for usea, the exams that were being performed were routine and they sent us the photos of the results of the analyzes.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were giving erroneous results. The following information was provided by the initial reporter: I received the complaint regarding the edta tube 4ml - code 367861 - lot 8249526 val 31/01/2020. The customer reported that the leukocyte result is giving half the value. Duplicate tests were done with the same patient and a tube from another batch. We received from customer some additional information. Customer reported that they were the results of rbc, hemoglobin, hematocrit and platelets, appearing to dilute or hemolysate the sample. The second tube used was from the bd but this problem was not verified. They reported that they used the tube since march but that month they received complaints from some doctors. In addition, customer informed us that the lot was locked for usea, the exams that were being performed were routine and they sent us the photos of the results of the analyzes.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were giving erroneous results. The following information was provided by the initial reporter: I received the complaint regarding the edta tube 4ml - code 367861 - lot 8249526 val 31/01/2020. The customer reported that the leukocyte result is giving half the value. Duplicate tests were done with the same patient and a tube from another batch. We received from customer some additional information. Customer reported that they were the results of rbc, hemoglobin, hematocrit and platelets, appearing to dilute or hemolysate the sample. The second tube used was from the bd but this problem was not verified. They reported that they used the tube since march but that month they received complaints from some doctors. In addition, customer informed us that the lot was locked for use, the exams that were being performed were routine and they sent us the photos of the results of the analyzes. We received from the client the answers to the questions that were asked. He informed that the equipment used is the cell dyn ruby of the brand abbott. That the problem was not only in white blood cells but in erythrocytes and hemoglobin decreased. Informs that the tube was pre-filled with the exact amount and collected under vacuum. There was no type of treatment in the patient after the results of the tests were observed. Informs that the sample appeared to be diluted or hemolyzed after collection, during the homogenization, the sample with color-changing problem became clearer.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were giving erroneous results. The following information was provided by the initial reporter: I received the complaint regarding the edta tube 4ml - code 367861 - lot 8249526 val 31/01/2020. The customer reported that the leukocyte result is giving half the value. Duplicate tests were done with the same patient and a tube from another batch. We received from customer some additional information. Customer reported that they were the results of rbc, hemoglobin, hematocrit and platelets, appearing to dilute or hemolysate the sample. The second tube used was from the bd but this problem was not verified. They reported that they used the tube since march but that month they received complaints from some doctors. In addition, customer informed us that the lot was locked for use, the exams that were being performed were routine and they sent us the photos of the results of the analyzes. We received from the client the answers to the questions that were asked. He informed that the equipment used is the cell dyn ruby of the brand abbott. That the problem was not only in white blood cells but in erythrocytes and hemoglobin decreased. Informs that the tube was pre-filled with the exact amount and collected under vacuum. There was no type of treatment in the patient after the results of the tests were observed. Informs that the sample appeared to be diluted or hemolyzed after collection, during the homogenization, the sample with color-changing problem became clearer.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for abnormal results with the incident lot was observed, however the photos did not show any product issues. The customer samples were tested and no issues relating to abnormal results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for abnormal results with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
Describe event or problem: it was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were giving erroneous results. The following information was provided by the initial reporter: I received the complaint regarding the edta tube 4ml - code 367861 - lot 8249526 val 31/01/2020. The customer reported that the leukocyte result is giving half the value. Duplicate tests were done with the same patient and a tube from another batch. We received from customer some additional information. Customer reported that they were the results of rbc, hemoglobin, hematocrit and platelets, appearing to dilute or hemolysate the sample. The second tube used was from the bd but this problem was not verified. They reported that they used the tube since march but that month they received complaints from some doctors. In addition, customer informed us that the lot was locked for use, the exams that were being performed were routine and they sent us the photos of the results of the analyzes. We received from the client the answers to the questions that were asked. He informed that the equipment used is the cell dyn ruby of the brand abbott. That the problem was not only in white blood cells but in erythrocytes and hemoglobin decreased. Informs that the tube was pre-filled with the exact amount and collected under vacuum. There was no type of treatment in the patient after the results of the tests were observed. Informs that the sample appeared to be diluted or hemolyzed after collection, during the homogenization, the sample with color-changing problem became clearer.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were giving erroneous results. The following information was provided by the initial reporter: I received the complaint regarding the edta tube 4ml - code 367861 - lot 8249526 val 31/01/2020. The customer reported that the leukocyte result is giving half the value. Duplicate tests were done with the same patient and a tube from another batch.